Manufacturer narrative:
Additional information added. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. A review of the device history record for sn(B)(4) was performed from date of manufacture 04/24/2020 to present date 10/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement..

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.